Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered floating inside an exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as plastic and was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The one actual device was received for evaluation. Visual inspection on the returned sample revealed a white particulate matter inside the fluid pathway. The particulate matter was further analyzed and described as elongated, colorless, twisted colorless particles. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.